Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device does not properly mesh. Occurred during surgery, but there was no delay, no harm or injury, an no additional skin grafts required. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.